Event description:
Us customer contacted cepheid to discuss results. A customer reported discrepant result that occurred when technician accidentally retested patient sample. Third test performed due to discrepant results. Patient 1 test 1: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the original sample was processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to a physician. Patient 1 retest 1: on (B)(6) 2022, the original sample was retested per pi on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was not reported to a physician. Sample was stored at room temperature. Patient 1 retest 2: on (B)(6) 2022, the original sample was retested per pi on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to a physician. Sample was stored in refrigerator. Customer states samples were placed under ventilation hood in between testing. There is no information about the outcome or treatment of the patients available. Unknown if patient is symptomatic or not.

Manufacturer narrative:
Us customer contacted cepheid to discuss results. A customer reported discrepant result that occurred when technician accidentally retested patient sample. Third test performed due to discrepant results. Patient 1 test 1: on (B)(6) 2022, a sample was collected. On (B)(6) 2022, the original sample was processed per pi on xpert xpress cov-2/flu/rsv plus which resulted in sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to a physician. Patient 1 retest 1: on (B)(6) 2022, the original sample was retested per pi on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 positive; flu a negative; flu b negative; rsv negative. This result was not reported to a physician. Sample was stored at room temperature. Patient 1 retest 2: on (B)(6) 2022, the original sample was retested per pi on xpert xpress cov-2/flu/rsv plus. The result was sars-cov-2 negative; flu a negative; flu b negative; rsv negative. This result was reported to a physician. Sample was stored in refrigerator. Customer states samples were placed under ventilation hood in between testing. There is no information about the outcome or treatment of the patients available. Unknown if patient is symptomatic or not. This case involves a specimen that tested negative by xpert xpress cov-2/flu/rsv plus. By accident the test was repeated on the same specimen the same day and was positive for sarscov2 with a late CT value. Normal pcr curves. A third test was negative. No evidence of product malfunction. No known impact to person tested. The likely root cause is target/s near limit of detection or near cut-off. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.